Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead due to non-physiologic signals/sic (sensing integrity counter). Concomitant products: 5076 implantable pacing lead - 2012 (B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). Follow up is currently in process for additional information. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). It was further reported that the patient received inappropriate shocks due to oversensing, and the rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.